Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose. Customer received assistance from technical support in resetting the pump, and the issue did not recur afterward. Customer was advised to continue using the pump and to call back if the malfunction code recurred, which they acknowledged and understood.